Manufacturer narrative:
H6: added the following: health effect - clinical code, device problem code, type of investigation. The most likely cause for the reported revision is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
No concomitant devices available.

Event description:
It was reported via legal documentation that approximately 4 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, limited rom, loss of mobility, anxiety, and emotional distress. No further issues or complications were reported. No additional information is available.